Event description:
It was reported that during an unknown procedure, the health professional reviews the first charge once fired and said she had no staples in the charge. She believes that the charge did not come with staples. It is unknown what was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. At the time of this submission, the device has not been returned for analysis. If the device is received at a later date a supplemental medwatch will be sent. Additional information requested: what type of procedure was the device used it? What tissue was the device being fired on? Did the device cut the tissue without deploying any staples? If yes, how was the tissue repaired? If yes, did bleeding occur? How was the bleeding controlled? How much blood was lost (ml)? Did the patient require a transfusion? Was the staple retaining cap missing/off of the ecr60d cartridge when opened? Was the device loaded with the staple retaining cap on the ecr60d cartridge? How was the procedure completed? Was there any patient consequence or change in the post-operative care of the patient as a result of the event?

Manufacturer narrative:
(B)(4). The analysis found that one pse60a device was returned in good visual condition and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The reported event could not be confirmed as the device performed without any difficulties noted during the functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.